Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a revision procedure where the ipg was replaced with an MRI compatible ipg and the patient was doing well postoperatively. The explanted device will be returned per facility policy. No device malfunction suspected.